Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including sharp pain in right breast, chills twice a day, headaches, fatigue, and multiple colds a year. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the left breast prosthesis.